Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 3 of 3 reference MFR report: 1627487-2016-01334, reference MFR report: 1627487-2016-01333. The patient had 2 scs anchors implanted with the same lot number. It was reported the patient had recently undergone surgical intervention to address pain at the ipg site, where the ipg was relocated. Two weeks later, the patient was treated for an infection at the original ipg site (reference MFR report: 1627487-2016-00464). The patient underwent surgical intervention on (B)(6) 2016, to address pain at the new ipg site. It was determined the new ipg site and lead sites were also infected. The patient's entire scs system was removed and the patient was treated with antibiotics. Post-operative follow up with the physician indicated the wounds were healing.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-01334, reference MFR report: 1627487-2016-01333. Follow up information identified the patient's infection has resolved.